Event description:
It was reported the patient received the following results within 15 minutes: 181 mg/dl (patient's meter), 319 mg/dl (paramedic's meter), and 391 mg/dl (hospital's meter). The patient experienced symptoms of tremors, blurred vision, and chest pressure. The paramedics were contacted and the patient was transported to the hospital. The patient was treated with unknown medication and stayed in the emergency room for 8 hours.